Manufacturer narrative:
Pump unable to vibrate due to broken vibrator black wire.

Event description:
It was reported that the insulin pump did not vibrate. Customer blood glucose level was unknown. Customer also stated that the self-test was performed and insulin pump did not vibrate. The device will be returned for analysis.